Event description:
It was reported that stimulation was intermittent. The pt was getting fading stimulation. Impedances appeared to be fine. A MFR rep was working on reprogramming the system. The batter was at 3.0 volts and was not near early replacement indicator status or end of service. Add'l info rec'd reported that reprogramming solved the issue. The pt was happy with the stimulation.

Manufacturer narrative:
(B)(4).